Event description:
It was reported that the patient presented for a follow-up one day post implant procedure. It was confirmed that the leadless pacemaker (lp) dislodged. The lp was snagged on the anterior wall, which was in the vicinity of the tricuspid valve. Additionally, it was noted that during the implant, the lp pacing impedance did not increase much. The lp was explanted and replaced with a transvenous pacemaker. There were no patient consequences.